Event description:
During preparation for use for a cardiopulmonary bypass procedure, the cardioplegia monitoring module could not be powered on as expected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.